Manufacturer narrative:
(B)(4) 2013 this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician reported oversensing episodes stored in the memory of the ICD. Replacement of the subject lead is planned.